Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the quik-combo therapy cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected via paddles lead ECG. The device only showed dashed lines (----). S a result, defibrillation therapy would not be possible. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.